Event description:
It was reported that during a therapy upgrade procedure this right atrial (ra) lead was damaged. The initial implant procedure was a 1 stick method, so the ra and right ventricular (rv) leads were very close together. When the rv lead was removed it damaged the ra lead. Fluoroscopy was performed, and the lead was fractured. The ra lead was also tested on the pacing system analyzer (psa) and exhibited no sensing or capture. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage to both the insulation and conductors 24 cm from the terminal pin. The damaged area appeared to be melted, which is consistent with explant damage. The reported capture and sensing issues are likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.